Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following aviva nano system/professional device results within 10 minutes: 1) 6.1 mmol/l/2.5 mmol/l 2) 10.8 mmol/l/5.9 mmol/l 3) 6.7 mmol/l/3.3 mmol/l the comparisons were performed at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
Patient undergoing treatment in the left anterior descending (lad) artery was considered a "severe case" and an intravascular imaging catheter (ivus) was employed to evaluate the lesion. Several attempts to evaluate the lesion were performed until successfully imaging was completed. However, during withdrawal of the catheter, the flow ceased in the lad and the patient was subsequently taken to the operating room. The current condition of the patient is unknown.